Event description:
It was reported to baxter (B)(4) that an infusor sv 2 device was leaking after filling. The device had been filled with 5-fluorouracil and saline, and the filling port cap and the luer adaptor cap had been fastened when the leak was observed. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of a leak. The root cause was determined to be a loose blue winged luer cap. This device is a single use device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.